Event description:
A portion of of the ceramic broke off of a side effect electrode. While in use, the ceramic broke off into the patient. However, although they are reporting no patient harm and the case was concluded successfully without further incident, it cannot be confirmed if the broken fragment was retrieved from the patient.